Event description:
It is reported that a patient is having an allergic reaction to a resolute integrity stent. Nurse called to request a sample stent to carry out an allergy test and was advised to contact her local representative. No further information has been provided.

Manufacturer narrative:
Evaluation results: unknown (no root cause identified). Inherent risk of procedure (allergic reaction). No results available since no evaluation performed (device or procedural images not returned for evaluation). Evaluation conclusions: inherent risk of procedure (allergic reaction). Unable to confirm complaint (device or procedural images not returned for evaluation). Unknown (no root cause identified). (B)(4).